Event description:
It was reported that on (B)(6) 2025, a 23mm navitor vision valve was chosen for implant using a small felxnav delivery system. The patient had a poor femoral anatomy. During procedure, they went in with the device and met resistance and used a 14f non-abbott sheath. The fluoroscopic check looked good, went up and over the arch but, the valve looked asymmetric. There was no issues noted on the first navitor valve. They took the valve out and decided to load a new 23mm navitor vision valve and new small felxnav delivery system. The valve went back up with ease and deployed one and done. When they took the system out there was a dissection in the external iliac was noted and a self-expanding non-covered stent was placed. The physician said the cause of the dissection was not due to the device but diseased vascular anatomy of the patient. There was no delay in the procedure. The patient was reported stable. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. An event of difficult advancement through patient anatomy, use-related tissue damage, and vascular dissection was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on all available information, the reported difficult advancement through patient anatomy, use-related tissue damage, and vascular dissection appear to be related to challenging patient anatomy (diseased vascular anatomy). The reported surgery was the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device. Codes removed: type of investigation: 4118 type of investigation not yet determined; investigation findings: 3233 results pending completion of investigation. Investigation conclusions: 11 conclusion not yet available.

Manufacturer narrative:
The device was not returned for analysis. An event of difficult advancement through patient anatomy, use-related tissue damage, and vascular dissection was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on all available information, the reported difficult advancement through patient anatomy, use-related tissue damage, and vascular dissection appear to be related to challenging patient anatomy (diseased vascular anatomy). The reported surgery was the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
N/a.

Event description:
It was reported that on (B)(6) 2025, a 23mm navitor vision valve was chosen for implant using a small felxnav delivery system. The patient had a poor femoral anatomy. During procedure, they went in with the device and met resistance and used a 14f non-abbott sheath. The fluoroscopic check looked good, went up and over the arch but, the valve looked asymmetric. There was no issues noted on the first navitor valve. They took the valve out and decided to load a new 23mm navitor vision valve and new small felxnav delivery system. The valve went back up with ease and deployed one and done. When they took the system out there was a dissection in the external iliac was noted and a self-expanding non-covered stent was placed. There was no delay in the procedure. The patient was reported stable.

Manufacturer narrative:
It is unknown if the device is returning for analysis. A follow-up report will be submitted with all additional relevant information.